Event description:
It was reported that the atrial lead exhibited noise. X-ray confirmed that the lead was dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that insulation was abraded at 4.5 cm and at 14.0 cm to 14.3 cm from the connector pin which exposed the outer coil. The abrasions were consistent with constant friction to the device can.